Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that moisture was in battery compartment of the insulin pump. The insulin pump worked until the alert change battery occured. No visible damage, was not bumped nor dropped. The customer's blood glucose is unknown. The insulin pump is returning.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents and no blank display noted during testing. Unit was received with corroded battery tube, moisture damaged electronic assembly on printed circuit board a and printed circuit board 1. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, broken belt clip rails, faded and stained serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.